Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2013 due to instability. The tibial bearing was removed and replaced with a thicker bearing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification and revision surgery details. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, it is reported patient is recommended for a revision due to posterior capsular laxity. There has been no reported revision procedure. No further information has been provided to date.